Event description:
It was reported that while doing a routine check of the epg (external pulse generator), it was found that the lower display does not come up. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Two side bail covers are broken. Battery returned with the device has low voltage.